Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed. Displacement and self tests passed. However, after the tests were performed, the display went blank. Nothing further was reported.

Manufacturer narrative:
The display was blank to due to a faulty mother board.